Manufacturer narrative:
H3 plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were visual indication of particulates above and below both catch posts.an (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak, valve actuation test, and the load cell verification was within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler and the patient death during treatment. However, there is no documentation in the complaint file to show a causal relationship between the death and utilization of the liberty select cycler. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. Peritoneal dialysis patients are at increased risk for mortality with a poor long-term survival rate of 11% living past ten years. Pd patients have many comorbid conditions which are risk factors, with cardiovascular disease accounting for most deaths. Based on the limited information and no allegation of a device malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s death.

Event description:
A nurse reported a peritoneal dialysis (pd) patient passed away while using the cycler. Upon follow-up with the peritoneal dialysis registered nurse (pdrn), the date of death was confirmed as (B)(6) 2020. The pdrn stated that they were not aware of an issues with the patient's cycler. Additional information was requested but to date, has not been provided.